Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two inappropriate treatments due to oversensing of cardiac activity. The device was started up at 09:00:24 on (B)(6) 2023. At 00:56:11 on (B)(6) 2023, the patient received the first inappropriate treatment. Rhythm at time of treatment idioventricular rhythm @ 30 bpm . Post shock rhythm was idioventricular rhythm @ 30 bpm . At 00:56:35, the patient received the second inappropriate treatment. Rhythm at time of treatment was idioventricular rhythm @ 60 bpm . Post shock rhythm was idioventricular rhythm @ 30 bpm . The electrode belt was disconnected at 01:07:00 on (B)(6) 2023.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient¿s ECG signal on the last day of use captured in the data download. No deficiencies alleged. Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline and did not pass essential performance testing due a defective u612 component on the computer analog board. The root cause for the defective u612 component could not be positively identified. There is no indication the defective u612 component caused or contributed to the patient death as the latest available ECG recording strip ((B)(6) 2023 01:04:55 am) indicates both ECG electrodes were functional and were able to acquire a signal, and the defibrillation circuitry was functional.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2023 while reportedly wearing the lifevest. The patient received two inappropriate treatments due to oversensing of cardiac activity. The device was started up at 09:00:24 on (B)(6) 2023. At 00:56:11 on (B)(6) 2023, the patient received the first inappropriate treatment. Rhythm at time of treatment idioventricular rhythm @ 30 bpm . Post shock rhythm was idioventricular rhythm @ 30 bpm . At 00:56:35, the patient received the second inappropriate treatment. Rhythm at time of treatment was idioventricular rhythm @ 60 bpm . Post shock rhythm was idioventricular rhythm @ 30 bpm . The electrode belt was disconnected at 01:07:00 on (B)(6) 2023.